Event description:
Left knee swelling [joint swelling]. Left knee pain [arthralgia]. Left knee effusion [joint effusion]. Case description: spontaneous report received on 15-jun-2009 from a physician regarding a patient, (B)(6). The patient received injections of synvisc in his left knee on (B)(6) 2009. The patent woke with left knee swelling and pain on (B)(6) 2009. On (B)(6) 2009, the physician aspirated 70cc of fluid from the patient's knee and injected cortisone. The symptoms resolved within one day of the injection. As of the date of receipt of this report, the patient had recovered.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.